Event description:
It is reported that a customer states that their insulin pump works fine but there was intense bleeding after changing the infusion set. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer stated that the sensor was stuck in the insertion device and that the blood pushed out the enlite sensor. The customer was advised to call the help line for assistance and trouble shooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.